Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the rfg3. It is reported that the patient suffered a deep vein thrombosis as a result of the surgery which required blood thinning medication.

Manufacturer narrative:
Evaluation summary: the rfg3 was received for evaluation. The generator was inspected and run through functional testing. The generator micro sd was not programmed. Service was able to program the micro sd with no complications. The generator passed all functional testing after re-programming was completed. No visual damages or anomalies were observed to the generator.

Manufacturer narrative:
Additional information: investigation the treatment data was reviewed to determine if the recorded treatment parameters indicated excessive temperature, power, or duration was repeatedly occurring during use which could promote dvt occurrence. The treatment history data file was extracted from the unit and provided to the appropriate engineering team. The data file is an encrypted summary of treatment data (time, thermal couple temperature, power output, phase angle, treatment circuit impedance, treatment circuit voltage, and treatment circuit current). The treatment data file was reviewed to look for cases of high/low treatment temperature, unexpected power levels, and short/long treatment time which would indicate if the rfg3 unit was repeatedly not providing the intended therapy within specified limits. There were no indications of steady state treatment outside of specification for temperature (120°±5°c), or treatment duration (20s±1s) for any of the treatment files. The power levels were typical and consistent (max ~40 w with reduced levels as temperature stabilizes at 120°c). The data review concluded there was no indication of systemic treatment conditions outside the expected conditions which would have promoted increased dvt occurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.